Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the balloon and lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that there is a hole in the balloon at the markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.